Event description:
During a (code 7) cardiac arrest, the ambul bag malfunctioned. The duck-bill valve would not allow air to go through the chamber. The duck-bill valve and retainer ring fell in the bag. The pt did not receive ventilation for about 1 1/2 minutes. It was felt upon review by the medical staff peer review committee that the malfunction of the bag did not contribute to the pt's death.